Manufacturer narrative:
Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was discovered in a journal article that one stryker ceramic head was fractured based upon the femoral stem used (accolade).

Manufacturer narrative:
An event regarding a fractured device involving a ceramic head was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was performed on the journal article provided and concluded: "the available information is not detailed enough to establish individual failure scenario¿s or determine whether in a very small number of individual cases a different failure mode has been in action." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was discovered in a journal article that one (B)(4) ceramic head was fractured based upon the femoral stem used (accolade).